Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level under 40 mg/dl and was "unconscious"; cause was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer went to the emergency room and was treated with intravenous glucose and crackers, and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.